Event description:
A patient was admitted to the hospital with dka with a blood glucose of about 700mg/dl. At 5pm, the device gave a result of "hi". At 5:18pm, a lab was performed with a result of 229mg/dl. No treatment was given based on the device result. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.